Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer experienced that the monopolar curved scissors (mcs) tip cover accessory was cracking at the front. During longer operations, they had started changing it to ensure that loose pieces of plastic did not fall inside the patient. They could not trace it to any particular batch or anything more specific. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the mcs tip cover accessory was not installed beyond the orange surface. The installation tool was used, and no electro lube or other lubricant was applied. The procedure was completed robotically. There was no patient harm.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the product for evaluation. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.